Event description:
It was reported that on (B)(6) 2012 revascularization was performed on a previously treated mid left anterior descending artery. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of restenosis is listed in the promus everolimus eluting coronary stent system instructions for use, as a known patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.